Event description:
The laser fiber fractured two feet from the distal end. The scrub technician was standing next to the fiber when this occurred. The scrub technician's arm was touched by the active fiber as it "whip-lashed" by the scrub technician. There was no pain.